Manufacturer narrative:
Device returned for evaluation. Proximal luer hub fitting was detached from extension tube. Extension tube entirely intact, suggesting bond failure between the luer hub and extension tube. No clear root cause on what caused the seperation.

Event description:
Company contacted by nurse reporter regarding a hydromid catheter that leaked from the proximal hub. The catheter was removed and replaced with no clinical impact to the patient.